Event description:
It was reported that during a catheter bag change, the female connector of a minicap transfer set detached from the catheter. Subsequently, the patient was "admitted to the department for peritonitis". The cause of the separation was not reported. It was not reported if the patient received treatment for the event. The transfer set was changed. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Although the sample was not returned for evaluation and a definite root cause for the reported event cannot be determined, a potential cause of the separation event is a manufacturing issue of inadequate solvent bond. Should additional relevant information become available, a supplemental report will be submitted.